Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no pacing spikes on the electrograms (egm). It was noted that both right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing. Both pacing leads remain in use. No patient complications have been reported as a result of this event.